Manufacturer narrative:
A partial lead with the connector pin measuring 6.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that noise was observed on the atrial lead. The atrial lead was explanted and replaced. The patient was stable prior to, during and post-procedure.

Event description:
New information received stated that the atrial lead exhibited noise oversensing.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.